Event description:
It was reported by the patient¿s parent that the patient, who is autistic, scratched the pod and the pod subsequently detached from the infusion site on the abdomen after approximately 49-71 hours of pod wear. The parent did not explicitly confirm whether the scratching was the direct cause of the pod detachment. It was further reported that this issue led to the patient¿s blood glucose levels increasing above 13.9 mmol/l (250 mg/dl). A new pod was applied and the patient successfully resumed therapy. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.